Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump received a critical pump error. Customer's blood glucose value was 130 mg/dl. Customer reports they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted in troubleshooting. The device will not be returned for analysis.